Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage and dyspnea could not be determined. Th reported mitral regurgitation (mr) was a cascading effect of the reported tissue damage. The reported patient effects of tissue damage, mitral regurgitation, and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation (mr). It was reported that on 04/25/2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two xtr clips were successfully implanted, reducing mr to a grade of 2+. On (B)(6) 2020, the patient returned to the hospital due to shortness of breath. Transesophageal echocardiography (tee) was performed and showed that the lateral of the two implanted clip (90311u207) had perforated the posterior leaflet, causing mr to increase to a grade of 3-4. No treatment was performed for the recurrent mr or tissue damage. No additional information was provided.